Manufacturer narrative:
(B)(4).

Event description:
Information was received a patient who was implanted with a neurostimulator. It was reported that in 2013, the patient couldn't breathe so she went to the ER and was taken by ambulance to temple. The patient also reported that she was told her implantable neurostimulator (ins) was too low. Additional information has been requested regarding the cause, intervention, and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Upon further review it was determined that device code did not apply to the event.